Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was high of 14.7 mmol/l. Troubleshooting was done for air bubble anomaly. Customer reported that they were not able to get rid from air bubbles. Approximate size of air bubbles is big. Reservoir was not returned for analysis.